Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent anterior cervical discectomy and fusion (acdf) at c6-c7. On an unknown date, post-op, screw broke and the patient experienced infection. Additionally, fusion could not be achieved due to the broken screw. Hence, a revision surgery (acdf) was performed on (B)(6) 2019, wherein the broken part of the screw was removed while the bottom part of the screw still remained implanted in the patient.